Manufacturer narrative:
The product sample was evaluated according to our internal procedures and the reported failure could not be duplicated. Our manufacturing process was also reviewed, and no problems related were found. However, several corrective actions have been implemented to enhance the product's performance. Currently all valve housings used in this product are being 100% inspected at the manufacturing site to ensure proper function. A modification has been implemented as of lot number y5b0431. The product reported in this incident was manufactured prior to these changes.

Event description:
Hospital stated that the button on the pulsewave trumpet valve used for a laparoscopic procedure were sticking and caused the air in the pt's abdomen to be released and the surgeon needed to reinflate the cavity and therefore, prolonged the surgical procedure. There was no report of pt injury.